Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance during apd therapy. Hp reported the supply line spike had separated from the solution bag. Tech assited hp in discontinuing therapy and resuming with new set up. Hp reports therapy was completed without incident and reported no pt injury or medical intervention.